Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg 42 mg/dl) and the cause was not known. Carbohydrates were consumed. Tandem technical support (cts) performed a pump system check with the customer and confirmed no alerts or alarms were declared. The customer's profile settings were verified. Cts reviewed the pump data and did not find any abnormal activity that could have been related to a low bg. The customer acknowledged the information. The customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: two blood glucose (bg) levels below the user¿s target was entered into the pump over the past three months. Bg of 66 mg/dl was entered into the pump on (B)(6) 2018. Immediately following, the user requested and delivered a bolus for 67 grams of carbohydrates without entering current bg. The user entered a bg of 86 mg/dl into the pump on (B)(6) 2018. Immediately following, the user requested and delivered a bolus for 86 grams of carbohydrates without entering current bg. There were no erratic basal rate adjustments. Complaint could not be confirmed. The user likely transposed the blood glucose value and carbohydrates amount when entering values into the pump. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.